Manufacturer narrative:
Reliability engineering evaluated the product, and confirmed the loose particulate for one product. If any additional info is received, a follow-up will be sent.

Event description:
Report 1 of 2. Reporter from (B)(6) reported foreign debris inside the pouch of the sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of the event is unk. If any additional information should become available, this notification will be updated accordingly.